Event description:
Observed biased quality control results for phyt on their vitros 250 system. Biased results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.